Manufacturer narrative:
(B)(4). Date of event - unknown date approximately one (1) week prior to revision, and approximately one (1) week after primary procedure. Implant date - unknown date approximately one (1) week prior to revision. Concomitant medical product- dvr crosslock plate catalog#: 131822060 lot#: sbmo68387; non locking screw catalog#: 131227214 lot#: unk; smooth locking peg catalog#: 131227018, lot#: unk, qty: 4; smooth locking peg catalog#: 131227016, lot#: unk, qty: 2; non-locking screw catalog#: 131227216, lot# unk, qty: 3. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-06132, 0001825034-2017-06134, 0001825034-2017-06136, 0001825034-2017-06267, 0001825034-2017-06131, 0001825034-2017-06265, 0001825034-2017-06263, 0001825034-2017-06262, 0001825034-2017-06261, 0001825034-2017-06260. Customer has indicated that the product will not be returned to zimmer biomet for investigation as the surgeon has retained the product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the patient initially underwent an open reduction internal fixation left wrist procedure. Approximately one (1) week post op the patient reported extreme pain. Patient underwent a revision procedure approximately one (1) week after the onset of pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient initially underwent an open reduction internal fixation left wrist procedure. Approximately one (1) week post op the patient complained of extreme pain. Subsequently, two (2) weeks post op the patient underwent a revision surgery to replace all products, as the surgeon determined that the initial placement of the products was not ideal.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Exact initial and revision surgery dates are unknown. However, it is known that the revision surgery occurred two (2) weeks post op of the initial procedure. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.